Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The adjustable pressure limiting valve was replaced, and the unit was returned to service. No patient information provided after phone calls to hospital (B)(6) 2019.

Event description:
The hospital reported an over delivery of pressure in the patient circuit. There was no report of patient injury.